Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 189 mg/dl at the time of incident. The customer stated that he changed that battery but the pump did not turn on. The customer was asked to check the battery compartment and battery cap contacts for corrosion or damage. The display returned during troubleshooting and the customer was able to rewind the pump. The customer called the next day reporting another blank display incident. The insulin pump was not returned for analysis.